Manufacturer narrative:
The device was not returned for analysis. Service history identified that no previous repair has been noted in the last 12 months. The event history log was not provided. As the product was not returned, and no photographic evidence was provided to aid in this investigation, a product evaluation and problem confirmation cannot be performed. Therefore, this investigation was unable to determine a probable cause.

Event description:
It was reported that the pump was alarming, and the screen reads "no disposable clamp tubing". The alarm had been silenced, and pump settings had been reviewed: a continuous infusion rate of 2.2 ml/hour had been programmed, with a total reservoir volume of 20. The pump had powered off, closed the clamp on tubing, and the cassette had been removed. The cassette bottom had been gently tapped on a hard surface and massaged tubing to release any air bubbles present in the tubing. The cassette had been reattached, pump powered on and alarm persisted. The pump had been powered off, tubing remains clamped, and the cassette had been removed. The above steps were repeated but alarm still persisted. The pump had been powered off and closest nearest port was kept clamped. The event occurred while in use with a patient, and there was no reported patient harm.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.